Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Saw flew off straight saw attachment during tibial resection, then would not unlock. Surgical delay of 5 minutes. Updated information: the mps indicated that the saw blade came loose from the straight saw attachment and flew off. Then the saw blade was stripped. Tka case.

Manufacturer narrative:
Follow-up #1 and final report submitted to update sections based on the results of investigation. Reported event: saw flew off straight saw attachment during tibial resection, then would not unlock. Surgical delay of 5 minutes. Updated information: the mps indicated that the saw blade came loose from the straight saw attachment and flew off. Then the saw blade was stripped. Tka case. Device evaluation and results: functional inspection shows that the knob turns but there is no resulting motion from the blade clamp. Visual inspection shows that the cam pin which connects the locking knob to ratcheting housing to open and close the blade clamp is broken. See attached picture. The inspection also shows wear marks on the knob from where the knob wrench makes contact. This failure is consistent with excessive force applied to the knob by the wrench. Material analysis not performed as the failure mode is consistent with excessive force applied to the knob by the wrench. Product history review: a review of the device history records indicate 25 devices were manufactured and accepted into final stock on 09/01/16. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 212186, lot number 3500271 / 35020816 shows no additional complaints related to the failure in this investigation. Conclusions: the issue occurred during the case and resulted in a 5 minute delay. There was no further harm and the case was completed successfully. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
Saw flew off straight saw attachment during tibial resection, then would not unlock. Surgical delay of 5 minutes. Updated information: the mps indicated that the saw blade came loose from the straight saw attachment and flew off. Then the saw blade was stripped. Tka case.